Manufacturer narrative:
Evaluation of the returned lantern revealed a distal ovalization. If the device is forcefully gripped or pinched during the procedure, damage such as a distal ovalization may occur. This ovalization likely contributed to the resistance while advancing the lantern into the catheter during the procedure. During functional testing, the lantern was able to advance through a demonstration benchmark with resistance due to the ovalization. Further evaluation revealed a kink. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), a non-penumbra catheter, and a guidewire. During the procedure, the physician encountered resistance while advancing the lantern into the catheter. Therefore, the lantern was removed. The procedure was completed using another lantern and the same catheter. There was no report of an adverse effect to the patient.